Event description:
Customer reported that eight hours after the infusion started, the IV fluid was coming out of the alaris pump module and down the IV pole. After removing the tubing out of the pump, a hole was identified at the top where the tubing is placed in the pump. No patient harm. No add'l info was available.

Manufacturer narrative:
(B)(4). The customer's report of a hole noted in the IV tubing was confirmed. During inspection, it was noted that the silicone tubing had a tear below the upper blue fitment. The tear was measured to be 0.1355 inches. Visual examination under microscope identified a crush mark to the upper fitment. The root cause of the tear was not identified. Lot number was not reported. Based on the smartsite laser number, a review of the database found no quality issues during the mfg of this set for the failure mode reported. Exp date: 04/01/2013 or 05/01/2013. Device manufacture date: 04/2010 or 05/2010.